Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged pump error 43 and pump error 130 alarms. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms noted during testing. Pump successfully downloaded to thus. Confirmed pump error 43 alarm (motor drive error) on (B)(6) 2021 at 13:21, 19:11, 19:12, 19:23, 19:37, and 20:16 in the pump downloaded history. Confirmed pump error 130 alarm (mfda alarm) on (B)(6) 2021 at 16:37, (B)(6), 2021 at 4:21, 5:22, 8:00, 13:18, 13:21, 14:00, 14:16, 15:11, and 16:06, and (B)(6) 2021 at 22:41, 23:05, 23:13, and 23:24 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (23.6 mv). The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer alleged for pump error 43 was confirmed on the event date of (B)(6) 2021. Customer alleged for pump error 130 was confirmed on the event date of (B)(6) 2021, (B)(6) 2021 , and (B)(6) 2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed multiple pump errors. Customer was able to clear the alarm but was unable to complete the insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.